Event description:
It was reported that decreased sensing and loss of capture were observed on the right ventricular (rv) lead. An x-ray was performed and externalized conductors were confirmed on the rv lead. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.